Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings, or a "low fio2 alert", could not be duplicated. Proper device operation was confirmed through functional and performance testing. Ventec downloaded the device's electronic records for analysis and observed that it had logged very low fio2 alarms in its memory. As a precaution, ventec replaced the oa2 board and the oa2 cable. The cause of the report issue could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device provided a "low fio2 alert" during patient use. There was patient involvement associated with the reported event. The patient survived the event. The reporter further advised that there was no patient harm as a result of the reported issue.